Event description:
Ous MDR - the device blocked on the guide wire during withdrawal into the guiding catheter.

Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition provided angiographic material was reviewed. The investigation showed that the balloon has burst transversally. The burst edge of the balloon follows a series of deep scratches on the balloon surface. The fractured distal part of the balloon including the inner shaft was not returned for investigation. The guide wire exit port shows clear signs of stress and a plastic deformation. The angiographic material confirmed the reported procedure but the actual complaint event was not recorded. Review of the angiographicmaterial did not lead to any further information regarding the nature of the complaint. The review of the manufacturing history of the production lot did not reveal any nonconformity. The device was manufactured according to specifications and successfully passed all in-process inspections as well as the final inspection. Based on the conducted investigations no manufacturing or material related root cause could be identified. Most likely the balloon was damaged during the inflation due to the calcification of the lesion.